Manufacturer narrative:
Corrected field: b5 (describe event or problem) - the related rv lead was abandoned not explanted. If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the ICD was thoroughly inspected and analyzed. All testing completed on the device passed. The device operated appropriately, according to its performance specifications. The analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient suffered several inappropriate anti-tachycardia pacing (atp) bursts and tachy shocks, not isolated to a single episode, due to oversensing of ventricular noise. The patient was not doing physical efforts at the time of the episodes. High shock impedance was noticed. X-ray imaging revealed that the right ventricular (rv) lead had curvatures, and provocative maneuvers was able to reproduce the noise. This implantable cardioverter defibrillator (ICD) labeled the noise as ventricular fibrillation signals. Subsequently, the rv lead was abandoned, and the ICD explanted; both products were replaced. This ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b5 (describe event or problem) - the related rv lead was abandoned not explanted. If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient suffered several inappropriate anti-tachycardia pacing (atp) bursts and tachy shocks, not isolated to a single episode, due to oversensing of ventricular noise. The patient was not doing physical efforts at the time of the episodes. High shock impedance was noticed. X-ray imaging revealed that the right ventricular (rv) lead had curvatures, and provocative maneuvers was able to reproduce the noise. This implantable cardioverter defibrillator (ICD) labeled the noise as ventricular fibrillation signals. Subsequently, the rv lead was abandoned, and the ICD explanted; both products were replaced. This ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that the patient suffered several inappropriate anti-tachycardia pacing (atp) and tachy shocks, not isolated to a single episode, due to oversensing of ventricular noise. The patient was not doing physical efforts at the time of the episodes. High shock impedance was noticed. X-ray imaging revealed that the right ventricular (rv) lead had curvatures, and provocative maneuvers was able to reproduce the noise. This implantable cardioverter defibrillator (ICD) labeled the noise as ventricular fibrillation signals. Subsequently, both the rv lead and ICD were explanted and replaced. This ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.